Event description:
The facility representative reported an infuso.r. Pump with a condition of "low battery." It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a low battery was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.